Event description:
Information received via complaint form is indicated as follows: "respiratory therapist reported hearing an audible leak when pt was intubated. Upon inspection, a hole was found in the pilot balloon tubing where it meets the et tube. The pt was not re-intubated. Tape was placed at the site where the hole was found and the tube worked fine. The pt is a four month old female who was to be extubated within the next two days."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. It is reported that pictures of the tube will be sent before returning actual product. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.